Event description:
N/a.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h4, h6, h11. The mayfield ultra base unit (a2101) was returned for evaluation: device history record (DHR) review - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the inspection of the base unit shows that the left bracket is fixed too tight onto the connection tube. The dowel pin which fixates the bracket is deformed, and the left bracket must be opened by removing the finishing cap which is considered misuse of the device. The dowel pin needs to be replaced along with the button head screw to restore the function of the moveable bracket, and the end cap needs to be replaced, drilled and pinned to the connecting tube. The adjustment wrench is rusty and the thread is broken; therefore, the wrench needs to be replaced. The handle assembly's shock cushion has migrated out of its position in the casting and blocks the gold handle from closing properly; the handle assembly's shock cushion and the cam link support pin were removed and must be replaced. After completing the reassembly, and the adjustment of the base handle, the unit will be function tested to meet manufacturer specification. Root cause - the complaint is confirmed via inspection of the unit. The root cause is misuse of the unit causing wear and tear. No further corrective action beyond the repairs is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 3 reports linked to mfg report numbers: 3004608878-2026-00011, 3004608878-2026-00012. An authorized distributor reported that the mayfield ultra base unit (a2101) gave way and did not fix during surgery. The incident caused an increase in surgical time of more than 30 minutes, due to the need to manage the situation. There was no death, but rather lacerations to the scalp, constituting an injury associated with the event. The event occurred in (B)(6) hospital.